Event description:
Ous MDR - boston scientific received information that this right atrial (ra) lead and right ventricular (rv) lead were implanted while the pt was in atrial fibrillation (af); therefore, complete testing of the leads had not been performed. One month later, atrial and ventricular undersensing was observed via holter. P-waves were noted at 0.2-0.4 mv and r-waves were noted at 2.0-4.0 mv. Both leads were repositioned, with improved p- and r-wave values. No adverse pt effects were reported. The physician believed the sensing issue was due to the pt's condition and was not caused by the leads. Both leads remain implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.